Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v103838, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
Additional information stated the patient's surgery was a prophylactic explant of their implantable neurostimulator (ins) due to battery depletion. It was reported the ins was replaced and reprogramming was done.

Event description:
It was reported the cause of the event was a weak battery and a surgical replacement occurred. It was stated the patient did not require hospitalization and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4)